Manufacturer narrative:
According to the information received from the field the lack of hearing benefit was most likely caused by a damage to implant due to the reported external mechanical impact. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user came in for a visit as the mother had called to say that her son could no longer hear with the device. It was reported that the user had a fall while playing sports. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user came in for a visit as the mother had called to say that her son could no longer hear with the device. It was reported that the user had a fall while playing sports. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came in for a visit as the mother had called a couple of weeks ago to say that her son could no longer hear with his audio processor (ap) on. It was reported that the user had a fall while playing sports. Prior to this event the user's hearing with the device was good. A report of the visit was sent to the surgeon.